Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 9700mcg/ml at 2434 mcg/day, bupivacaine 32mg/ml at 8mg/day, and clonidine 500mcg/ml at 125 mcg/day via an implantable pump. It was reported that the patient¿s pump pocket became infected and wound started to open at the pump pocket. The patient experienced discomfort, redness, and swelling. The patient was treated with antibiotics. The diagnostics and troubleshooting performed was per the physician on (B)(6) 2024 they opened the pocket to flush out the wound in hopes of fixing the infection, but it persisted, so they did the procedure today. The pump and pump segment of the catheter were explanted. A new pump and new pump segment were implanted on the other side of the abdomen. The reporter was not aware of any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further I nformation regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.